Event description:
A surgeon reported a shunt was explanted because it was not draining properly. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned for analysis; therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according release criteria. The root cause cannot be determined. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).